Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system was functioning normally. The imaging system passed the system checkout and was found to be fully operational. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that following scanning a patient, the 3d image showed up on the mobile view station (mvs) as completely white (washed out) for the upper half of the image. The lower half showed the anatomy fine. The site was able to use the available part of the image for the procedure. No additional spins were taken. There was no surgical delay due to this issue, and there was no impact on patient outcome. It was noted that the site didn't resolve the issue via troubleshooting at the time of the event.